Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient attended the emergency room (ER) due to hyperglycemia on (B)(6) 2026. The patient's blood glucose levels reached 600 mg/dl while wearing the pod between 4 and 24 hours on the abdomen. The patient noted that the pod had been leaking and, when the pod was removed, the cannula was found to be bent and there was redness at the pod site. Symptoms reported included an unspecified stomach problem. The patient was treated with unspecified medication. The patient left the ER the following day.